Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual inspection of the as returned product identified signs of use, blood residue on the screw threads, damage to the mount hex, severely work threads of the screw and a stripped screw hex. Functional testing was performed to recreate the reported events and it was determined the screw fully engaged with the implant and was able to be torqued down properly, however, significant resistance was detected when tightening the screw and significant resistance was also detected when attempting to remove the screw. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed the alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the fixture mount stripped and became stuck inside implant during placement. The implant was removed and another one was placed. The mount and implant are bundled devices.